Manufacturer narrative:
¿High pven pressure¿ during treatment was reported. Later, the information received that the cardiohelp was exchanged during treatment. No harm to any person has been reported. As any pressure failures and a replacement of the cardiohelp are potential risks for the patient, a report is needed. A getinge field service technician (fst) was sent for investigation on (B)(6) 2024. It was noted that during initial troubleshooting by the perfusionist, she was able to get regular readings once reseating the connection cable for internal sensors. The fst was unable to duplicate any high-pressure readings. As a precaution the connection cable for internal sensors was replaced with a customer supplied part. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As confirmed by fst the root cause was a slight corrosion of the pins of the affected connection cable for disposables. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on (B)(6) 2021. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin (issue 95 / 21-05-04) was published (B)(6) 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on (B)(6) 2016. The review of the non-conformities has been performed on (B)(6)2024 for the period of (B)(6)2016. To (B)(6)2024. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "high pressure "could not be confirmed. The customer will be informed about the results by the getinge sales and service unit.the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will be submitted when addtional information become available.

Event description:
¿ High pven pressure¿ was reported. The instance of time was not provided.no harm to any person has been reported. Complaint ID:(B)(4).